Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/13/2017 with the following findings: a review of the black box showed evidence of call service 052 alarms. An ezprime and 24 hour duration test were successfully completed with no call service alarms being duplicated.